Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: ·hamilton medical ag received the following incident description: "the intellicuff device alarms (tf10). The motor does not work. The pressure can not be adjusted". ·this occurrence was noticed during ventilation. ·there is no need for any medical intervention reported. ·neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.